Manufacturer narrative:
Information regarding patient age, weight and gender were not available. The catalog and lot number were not available; therefore, the manufacturing date, expiration date, and UDI are not available. Additional information will be submitted within 30 days of receipt. This is 1 of 2 MDR reports being submitted for this complaint, with associated reference numbers of 1058196-2016-00004 and 1058196-2016-00005.

Event description:
As reported by a healthcare professional, during posterior communicating artery aneurysm coil embolization, the orbit galaxy coil (637mf0201/lot unknown) could not be shaped as expected, and after angle adjustment, resistance was felt during advancement. The coil was withdrawn with the prowler 14 microcatheter (catalog/lot unk) and the coil was found to be stretched. The microcatheter did not appear damaged. It was reported that the tumor neck exposure was not obvious and appeared ¿s-shaped.¿ the orbit galaxy was the fourth coil implanted, and a new coil was used to complete the procedure. The event did not result in disruption of blood flow, and the coil did not prematurely detach. The devices were prepped and used as per the IFU and a continuous flush had been maintained through the microcatheter. There was no report of patient injury and the event did not result in a clinically significant delay in the procedure. It was reported that the device would be returned for analysis.

Manufacturer narrative:
Additional information was received on 01/29/2016: the catalog and lot number of the prowler 14 could not be obtained. There was no damage noted to the microcatheter during use. Conclusion: as reported by a healthcare professional, during posterior communicating artery aneurysm coil embolization, the orbit galaxy coil (637mf0201/lot unknown) could not be shaped as expected, and after angle adjustment, resistance was felt during advancement. The coil was withdrawn with the prowler 14 microcatheter (catalog/lot unk) and the coil was found to be stretched. The microcatheter did not appear damaged. It was reported that the tumor neck exposure was not obvious and appeared ¿s-shaped¿. The orbit galaxy was the fourth coil implanted, and a new coil was used to complete the procedure. The event did not result in disruption of blood flow, and the coil did not prematurely detach. The devices were prepped and used as per the IFU and a continuous flush had been maintained through the microcatheter. There was no report of patient injury and the event did not result in a clinically significant delay in the procedure. The device was not returned for analysis. In addition, the lot number was unknown; therefore, a review of the manufacturing documentation could not be performed. The coil stretching was confirmed. The cause of the stretched condition noted on the embolic coil was apparently caused by applying excessive force on the device, but it could not be conclusively determined. The coil positioning difficulty could not be evaluated, but it appears that aneurysm characteristics or the condition of the embolic coil (stretched) may have been a contributing factor. The resistance between the orbit galaxy and the prowler 14 microcatheter could not be evaluated due the several kinks noted on the hypotube, and since part of the support coil was found outside of the introducer from the proximal end. Controls are in place at the final assembly and packaging processes to detect coil stretching, and procedural factors appear to have contributed to the event. Neither the drh review nor the product analysis suggests that the failure experienced by the customer was related to the manufacturing process; therefore, no corrective actions will be taken at this time. This is 1 of 2 MDR reports being submitted for this complaint, with associated reference numbers of 1058196-2016-00004 and 1058196-2016-00005.